Manufacturer narrative:
Eunju jang. Electrothermal lymphatic sealing (ligasure) versus conventional hand-tie ligation for control of perivascular lymphatics in kidney transplant recipients: a mixed prospective-retrospective cohort study; 2026 transplantation proceedings medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature, a mixed prospective-retrospective study compared the outcomes of patients who underwent kidney transplant using hand tie ligation of lymphatics versus ligation using a ligasure device between may 2017 and may 2020 and april 2023 and december 2024. It was noted that in the ligasure group, iliac lymphatic ligation was accomplished with a ligasure dissector. Patient enrollment for the ligasure group and data collection for both groups took place from march 2023 to march 2025 at the same institution. There were 400 patients included in the study, of which 100 patients constituted the ligasure groups. Complications included lymphocele formation treated with percutaneous drainage and post-operative bleeding requiring blood transfusion. Electrothermal lymphatic sealing (ligasure) versus conventional hand-tie ligation for control of perivascular lymphatics in kidney transplant recipients: a mixed prospective-retrospective cohort study; eunju jang; transplantation proceedings; 2026.